Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for a blood glucose of 679 mg/dl. She felt nausea, chest pain, and shortness of breath. She stated that her pump had not functioned properly for three days; her blood glucose was between 400 mg/dl and 600 mg/dl. She treated with manual insulin injections and used pump therapy but her blood glucose remained high. The customer was still hospitalized at the time of call but her blood glucose had stabilized. She was being treated with an insulin drip. The customer also mentioned that she removed herself from the pump, rewound it, and put the red plug in it, but the screen remained blank. Her blood glucose at the time of the blank display was 300 mg/dl. The customer stated that she keeps the pump in her bra so she might have sweated on it. Troubleshooting remained incomplete since the customer did not have a new (B)(6) alkaline battery to test with. No products were shipped or returned.